Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following a procedure, the patient had bleeding. The patient hospitalization was extended.